Manufacturer narrative:
(B)(4): a visual and microscopic examination identified stent damage. The stent was kinked 8mm from the proximal edge. A kink was also noted 100mm from the distal edge of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The patient presented to the hospital with cardiogenic shock. The vascular access was via the femoral artery. The 75% stenosed de novo lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca). The lesion was predilated with a 3.0 x 20mm maverick balloon in the third distal, middle and proximal rca. The 3.50x32mm taxus liberte stent delivery system was advanced to the posterior descending but the device did not navigate the 70 degree angulation of the distal third middle union. He then changed to extra-support guide choice extra support and he tried three times without success. The procedure was completed with two stents; a taxus liberte 3.5 x 32mm in middle third rca and taxus liberte 4.0 x 32mm in the proximal third rca. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.